Manufacturer narrative:
(B)(4). The 900pt402 oxygen inlet kit is sold as an accessory for the airvo 2 humidifier and allows the user to connect supplementary oxygen. Supplementary oxygen is connected to a barb connector, which is suitable for use with most common sizes of oxygen tubing. Wall oxygen is connected to the barb connector and oxygen is transported via the inlet tube to the inlet port of the airvo. The airvo humidifier in use at the time of the incident was not returned to fisher & paykel healthcare as the hospital biomed managed to troubleshoot the problem and refit the airvo with the required oxygen tube. The hospital had reported that the oxygen was correctly connected to the barb connector but had failed to notice that the inlet tube was missing, thus oxygen was not being entrained by the airvo. We can conclude that the patient issue was caused by the inadvertent removal of the oxygen inlet tube which meant that the supplementary oxygen could not be entrained. The airvo 2 user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."

Event description:
A hospital in (B)(6) reported that a patient was using a pt101 airvo 2 humidifier without incident. After surgery the patient was "desaturating to 60's rapidly and clinically unstable". Staff then placed the patient back on the airvo with 12l flow 3l (46% fio2) but the patient's saturations did not improve. When the airvo was replaced with another airvo the patient's saturations slowly started to improve. Investigation by the hospital biomed later revealed that the oxygen inlet extension tube was missing from the airvo. Further information elicited from the hospital revealed that the ebme team believe that the tube was removed incorrectly as part of the disinfection process.